Manufacturer narrative:
Intuitive surgical inc., (isi) failure analysis team re-evaluated the 8mm fenestrated bipolar forceps instrument and provided the following additional information : the instrument also had a dislodged proximal clevis. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to a dislodged proximal clevis and the main tube being broken. The instrument was unable to operate properly due to the dislodged clevis. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately at 52.62" from the distal tip. The component was broken and it had missing pieces, but their sizes could not be confirmed. The missing pieces were not returned. Additionally, the instrument had a dislodged proximal clevis. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed be damaged and had a bent wrist that could not be straightened. Customer was unable to remove the instrument through the trocar. The cannula was undocked and was removed from the patient to allow the instrument to be removed. There no reports of fragment(s) falling into the patient. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer clarified that a new port incision was not required to complete the procedure. The staff did not see any missing fragments. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The instrument was available for return.